Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic prostatectomy, the balloon burst while making of space in cavity. Fragments of the balloon were in the patient's cavity. Surgeons were able to remove the fragments that were retrieved using grasper.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the balloon, obturator, valve seal and doors appeared intact. The inflation syringe and obturator were received. A functional evaluation found that the balloon was inflated, a leak was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. As per instructions for use (IFU), caution : care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic prostatectomy, the balloon burst while making of space in cavity. Fragments of the balloon were in the patient's cavity. Surgeons were able to remove the fragments but not sure if all were retrieved.